Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the atrial button did not work and it was attributed to the encoder flex being damaged. Analysis also found that the upper case was dented and broken, the lower case, side bail covers and ring cover were broken and the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the atrial button on the external pulse generator did not work. The generator was returned for service. No patient complications have been reported as a result of this event.